Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. On visual inspection it could be seen that the shaft was broken 30cm from the hub of the microcatheter with the inner liner exposed 7.2cm in length. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating damage. Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause root cause is handling damage as it is most likely that the complaint was caused by handling of the device during removal from the hoop. (B)(4).

Event description:
Reportable based on device analysis completed on 16 sep 2015. It was reported that shaft fracture occurred. A 135/20 renegade"hi-flo" kit was selected for use. During the procedure, outside the patient, the catheter was stuck in the hoop. Then the physician pulled the device from the hoop. However, it was noted that the catheter broke near the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the shaft was broken 30cm from the hub.